Event description:
General report received of an unspecified number of undocumented incidents of leaks. On unspecified dates, the tubing sets were to be used to deliver unspecified medications. It was reported that during priming prior to pt use, unspecified volumes of solution leaked at unspecified locations of the tubing sets. Though requested, no add'l info was provided, including if the tubing sets were replaced and the therapies were initiated.

Manufacturer narrative:
The customer indicated the devices were discarded. A rep device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.